Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured at nominal atmospheres. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured at nominal atmospheres. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube. An examination of the inner/wire lumen identified no damages. A microscopic examination of the distal extrusion identified no damage. The device was received with the balloon in a deflated state (not folded). A detailed microscopic examination of the balloon material identified no tears or holes in the balloon material. A 0.014inch wire was inserted through the tip and wire lumen. Using a pretested encore inflation unit, the balloon inflated to its rbp with no leaks or loss of pressure. A vacuum was applied, and the balloon deflated with no issues. The balloon was inflated three more times to its rbp with no leaks noted.